Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation there was difficulty removing battery cap from pump. On examination, the threads inside battery chamber were stripped.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the battery cap could not be removed from the pump. The reporter stated it appeared that the grooves on the top of the battery cap were stripped. The reporter stated the battery cap had been in use less than six months. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery cap issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.